Event description:
It was reported that in (B)(6) 2020, the patient was involved in a car collision and was airlifted to university medical center in lubbock, texas. On (B)(6) 2020, the patient underwent an occiput-c3 posterior spinal fusion where bone screws and titanium rods were placed in her cervical spine. The procedure was performed pursuant to the standard of care and patient tolerated the procedure well. Patient's physical and mental health improved greatly after this surgery. On (B)(6) 2020, the patient informed 375th medical group at scott airforce base about the vehicular collision and requested pain management. On (B)(6) 2020, x-rays left the impression of an instrumented posterior spinal fusion and posterior decompression from the occiput through c3 for management of cervical spine fractures. Also, x-rays her right shoulder showed clavicular fracture and thoracic compression fractures at the t5 and t6 levels. Patient was diagnosed with a closed stable burst fracture of first cervical vertebrae with routine healing. On (B)(6) 2020, it was noted that the patient was undergoing physical therapy and improving. On may 06, 2020, CT scans of the cervical and thoracic spine showed: occiput-c3 posterior instrumented fusion without evidence for hardware failure, and fractures at the t3-t6 levels. On (B)(6) 2020 the patient was treated at associated physician group, limited for pain management and was diagnosed with cervicalgia and pain in the thoracic spine. On (B)(6) 2020, x-rays of the cervical and thoracic spine showed the posterior instrumented spinal fusion from the occiput through c3 with mild residual lateral displacement of c1 lateral masses and t6 vertebral comminuted split fracture and partially visualized t3-t5 compression fractures. On (B)(6) 2020 physical examination showed that the patient was able to ambulate with a cane, but experienced pain in her mid thoracic spine. The surgeon recommended surgical intervention to stabilize her thoracic spine. On (B)(6) 2020 the patient was admitted to barnes-jewish hospital in the city of st. Louis state of missouri. On (B)(6) 2020 the patient underwent a posterior spinal fusion of t3-t9 thoracic spine levels. This complaint involves unknown number of devices. This report is for one (1) unknown screws this is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D1, d2, d3, d4, g4-510k: this report is for an unk - screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.